Event description:
It is reported by (B)(6), nurse of the hospital, that the device broke. Replacement was available.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there has been one other event for the reported lot. The reported event was confirmed. A portion of the distal rails of the triathlon ps tibial trial fractured. Scratches and indentations were observed on the articulating surface, underside, and distal rails. The investigation concluded the root cause to be a design issue. It was determined that the geometry of the trials made them susceptible to impingement on headed fixation pins during trialing. The user could potentially impact the trial to ensure proper seating of the trial on the baseplate, resulting in cracking/fracture of the trial. A new design of the trials, the modified hollow trials, catalogs: 5530-t-xxxa and 5532-t-xxxa, was created and the previous devices were obsoleted.

Event description:
It is reported by (B)(6) that the device broke. Replacement was available.